Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. However, the leak may have been from the patient circuit. The unit was returned to service. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had leaked. The user had to increase flow in order to ensure proper ventilation. There was no report of patient injury.